Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 6 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented in the hospital after having a low blood count and concern for bleeding. The patients hemoglobin was 7.7 at admission. The patient was given 2 unit of packed red blood cells over a 24 hour period. A scope was performed and a few small angioectasis were found. One was found in the ascending colon actively oozing. For hemostasis, on hemostatic a clip was successfully placed. The patient was given warfarin at the time of the event. No additional information provided.

Manufacturer narrative:
The pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information is available. The manufacturer is closing the file on this event.